Event description:
It was observed that during the device evaluation, the subject device displayed an image that could not be restored to its normal state after zooming in. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the reported malfunction was likely caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.